Manufacturer narrative:
Review of instrument images: galileo -weak d testing performed donor sample - a positive (weak d positive) donor sample in row 3: a3= 4+ reaction/ 83 reaction strength b3= neg reaction/ 16 reaction strength c3= neg reaction/ 21 reaction strength d3= neg reaction/ 14 reaction strength e3= neg reaction/ 15 reaction strength f3= neg reaction/ 9 reaction strength g3= 3+ reaction/ 78 reaction strength plate (B)(6) well a10= neg reaction/ 10 reaction strength well b10= 4+ reaction/ 87 reaction strength repeat testing with different sample from same patient- galileo- weak d testing performed donor sample- a negative (weak d negative) donor sample in row 2: a2= 4+ reaction/ 89 reaction strength b2=neg reaction/ 13 reaction strength c2=neg reaction/ 14 reaction strength d2=neg reaction/ 16 reaction strength e2=neg reaction/ 18 reaction strength f2=neg reaction/ 10 reaction strength g2=3+ reaction/ 70 reaction strength plate (B)(6) ((B)(6)09 @ 1807): (weak_d assay) well e6= neg reaction/ 13 reaction strength well f6=neg reaction/ 14 reaction strength customer was able to successfully repeat the testing on the galileo and achieve the expected result. We were unable to determine the root cause of the unexpected positive reactions with the sample and the anti-d series 4 at this time. There were no errors on this plate during testing. The customer did not return sample for further serological testing.

Event description:
Customer reported an rh discrepancy on the galileo. Donor sample tested on the galileo resulted as rh positive. The customer states that an outside facility reported the donor sample as rh negative.